Event description:
The airlife bubble humidifier (by carefusion) malfunctioned; the problem is the lack of flow of oxygen from the humidifier despite the proper flow set from the oxygen flowmeter and evidence of water bubbling. It was used to deliver humidified oxygen to a nasal cannula from a wall outlet as directed. The sterile water level in the device was between the maximum and minimum level; device was screwed together.